Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy procedure in the esophagojejunostomy, while the surgeon fired the device and twist the knob 2 turns the click sound was heard. They tried to remove the device from the patient. However, the anvil was not tilted. The surgeon pushed the device forward, but the status was same. They tried to remove the device slowly moving it to the right and left, and it could removed from the patient with no problem. The surgeon noted that the anvil was still not tilted while the donut were completed, were not thick, and was normal in size. No bleeding was noted from anastomosed site soon after this event. No problem occurred after the surgery. The surgeon additionally sutured 2 sites to reinforce the anastomosed tissue. No leakage was noted by leak test. The surgeon also said that there had been less possibility of weak squeezing of the handle at the firing. The product did not lock on tissue and was removed from the tissue without damaging it. There was no injury caused to the patient and no medical intervention was required however the surgeon is still monitoring the patient who undergone fasting. At present, patient has been having regular foods.